Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, sensor wire remained in skin. Patient was able to remove sensor wire from skin with tweezers. At the time of the call, patient reported seeking no medical intervention.